Event description:
Outpatient for evaluation and possible intervention of left arm a-v fistula. Following angioplasty, the physician was unable to totally deflate the balloon and withdraw it into the 7 fr. Sheath. The balloon was removed after much difficulty. A small to medium hematoma remained at the insertion site.